Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing lower laser power than what was displayed. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed non-conforming, due to incorrect equipment management. The fiber was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The slit lamp fiber was found to be defective due to poor handling. Therefore, the root cause of the reported event can be attributed to user error. (B)(4).